Event description:
This distributor became aware via a user facility medwatch form of an event involving a pinnacle introducer sheath. Reportedly this 6 french introducer sheath was introduced to facilitate infusion of thrombolytic agents in a pt with an occluded axillobifemoral bypass graft. The sheath tubing taped connection was found to have pulled apart, resulting in a large blood loss and necessitating a blood transfusion. The IV tubing was reconnected utilizing a luer lock and tape to secure. Although this info was initially forwarded to the bsc's legal deapartment, it just recently forwarded to appropriate personnel for distributor MDR submission.